Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6)2017. It was reported that around day 5 after the sensor was inserted, the patient woke up with a migraine and their arm felt painful, sore and tingly. They removed the sensor and noticed their skin was red and irritated and had small blisters. On the next day, the redness had spread and the affected area was hot with a fever/infection. The patient took amoxicillin antibiotics to treat the affected area that was prescribed by their physician on (B)(6)2017. Further contact was made with the patient regarding the skin reaction on (B)(6)2017. It was indicated that the patient was under the care of a physician and on anti. The patient stated that they are undergoing treatment from the skin reaction in (B)(6) and still had redness and swelling on her arm where the sensor was inserted. The patient further stated that the doctor advised her not to use the dexcom system until (B)(6) while she is being treated for infections. At the time of contact, the patient's skin was still a bit red and swollen. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.